Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 5 months post implant of this bioprosthetic aortic valve, the patient has "wide-open" insufficiency. A transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.